Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy" stent was advanced to treat lesion. However, strong resistance was encountered upon advancing and it was noted that the distal part of the stent struts got lifted up. The procedure was completed with a 3.0 x 38 non-bsc stent. No patient complications were reported and the patient's status was good.